Manufacturer narrative:
(B)(4). Concomitant products: 110005315, jgrknt short rigid sz2 imp/drl, 886130. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01830.

Event description:
It was reported that the anchors pulled right out after using the correct surgical technique. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Initial report stated that anchor was implanted and explanted. However, during the procedure the product pulled out shortly after being placed. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.